Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02357. It was reported that the scs system was not providing adequate relief for the patient. In turn, patient's system was explanted on an unknown date and replaced with a competitor system.